Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. A service history review (shr) revealed that no issues that may have contributed to the iipv-adult. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number.

Event description:
The customer contacted baxter's technical service center to report feeling over-filled on the homechoice (hc) machine during use. The registered nurse (rn) stated that the home patient (hp) felt over-filled last night. The rn stated that the hp had entered manual drain (refer to sr 1-1734808914). The rn stated that the hp manually drained out 4l but only had a fill volume of 2000ml. The rn was not near the hc and did not know any details regarding the previous therapy. The rn was not requesting a swap and would have the hp attempt therapy for the night. The hp would call for troubleshooting assistance if required. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.